Manufacturer narrative:
Health effect - impact code was updated. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include a failure of a concomitant device. No conclusions can be made from this publication as its limited to the information provided and further investigation is not possible. It was reported that the patient the patient had no subjective complaints. No further clinical assessment is warranted at this time. Insufficient product identification information was provided, and thus, a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that there was insufficient information to tie the reported complaint to specific line items within the risk file. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case-(B)(4). Yanmis I, tunay s, oguz e, yildiz c, ozkan h, kirdemir v. Dropping of an endobutton into the knee joint 2 years after anterior cruciate ligament repair using proximal fixation methods. Arthroscopy. 2004 jul;20(6):641-3. Doi: 10.1016/j.arthro.2004.03.016. Pmid: 15241318.

Event description:
It was reported that on literature review "dropping of an endobutton into the knee joint 2 years after anterior cruciate ligament repair using proximal fixation methods", one (1) patient suffered a recurrent instability and device migration after surgery using endobutton, requiring revision surgery to remove osteophytes formation. No further information is available.